Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer calls in via phone to explain that pump seems to have been turning off and on in the middle of the night . Customer states that when it would turn off she would hit a button and it would turn back on. Patient's bg at time of incident: 250 mg/dl. Patient's current bg: 121 mg/dl. Customer reports the following symptoms related to their high bgs: nausea and migraine .. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer stated one time she had to give herself a couple of injections. Trouble shooting for this device centered around the failed battery alarms customer was experiencing. Pump is being replaced.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device alarmed hardware low level failures error during self test due to broken traces on keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download.